Event description:
It was reported via repair work order that the cot was raising in the ambulance when the switch was engaged due to a misaligned in fastener shut-off that was turned too far away from the cot's hall effects sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.